Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection approximately seven weeks after a device exchange was performed. The device pocket had failed to close completely following the device exchange. The patient was treated with antibiotics and their cardiac resynchronization therapy defibrillator (crt-d) system was extracted. A temporary pacing lead was placed until the infection resolved. A new system was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.